Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned.